Manufacturer narrative:
Concomitant medical products: a4dr01 ipg, implanted (B)(6) 2012 507652 lead, implanted: (B)(6) 2012.

Event description:
It was reported that upon review of the electrogram, there appeared to be undersensing of the patient's atrial fibrillation (af), and low p-wave measurements were observed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.